Event description:
On may 29, 2008, it was reported to boston scientific corporation that an endostat iii electrosurgical unit was being set up prior to a procedure. According to the complainant, "...the system has been intermittently delivering .. Power, ..." There was no patient involvement with the product.

Manufacturer narrative:
The lot/serial number is unknown; therefore, the date of manufacture is unknown. The electrosurgical unit was not returned; a device evaluation was not performed. Therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.